Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. The target lesion for the index procedure was the proximal rca. The lesion was reported to be: de novo, eccentric, moderately flexed, bifurcated, diffusely diseased, 3.01 mm vessel diameter, a 73% stenosis, 16.2 mm length, and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 10 atm/duration unknown. A cypher 3.0 x 18 mm stent was implanted at 14 atm for 16-30 sec. An additional cypher 3.0 x 28 mm stent was implanted at 20 atm for 31-60 sec proximal to the previous stent. A cypher 3.0 x 33 mm stent was implanted at 20 atm for 16-30 sec proximal to the second stent. All three stents were overlapping (no gaps). The stents were not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 16.2%. Ivus was done. There were no reported adverse events or product problems. Approximately three months after the index procedure, the patient experienced exacerbated (congestive) heart failure and went into shock (adverse event/ ae#1). The patient's heart function deteriorated. Emergent coronary artery bypass graft (CABG) surgery was done due to poor blood circulation and stenosis/blockage(s) observed. During surgery, the right internal mammary artery (rima) was used to bypass the mid right coronary artery (rca), a saphenous vein graft (svg) was used to bypass the obtuse marginal (om) branch and the postero-lateral (pl) branch, and the left internal mammary was used to bypass the mid left anterior descending (lad). Antiplatelet therapy was also conducted. The patient was discharged from the hospital approximately sixty-three days after admission. Twenty days after discharge from the previous event, the patient experienced exacerbation of his congestive heart failure (chf) and then kidney failure (ae#2). Approximately nine and one-half months after the index procedure, the patient had dialysis and was discharged from the hospital. The report at this time stated that the patient was repeatedly hospitalized due to worsening of his chf. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 96160999-2008-00531, # 9616099-2008-00532.

Event description:
The report received from the affiliate indicated that the patient was included in a clinical trial. Approximately fifteen months after the index procedure, the patient expired due to heart failure. No additional information was available as the event occurred in another hospital. A post-mortem was not done. The patient had three cypher stent implanted in the proximal right coronary artery (rca) target lesion during the index procedure: a 3.0 x 18 mm (stent #1), a 3.0 x 28 mm (stent #2), and a 3.0 x 33 mm (stent #3). The physician's comment was that the patient had pre-existing heart failure and the exacerbation of the heart failure was not due to ischemia. No additional information is available.